Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading at the time of the event, and the meter reading was 66 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to the 20s mg/dl. Customer went to the emergency room and was admitted to the intensive care unit. Customer was "uncertain what types of treatment" provided. Customer was released from the hospital on (B)(6) 2025 with the issue resolved an no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.